Event description:
Customer obtained erroneously high troponin (accu tni) results for four patients. The initial results were in the range of 1.09-5.87 ng/ml. All four specimens were re-tested and lower results were obtained. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Specimens were serum collected in sst tubes and were centrifuged at 3,000 rpm for 7 minutes. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse replaced the aspirate probes and the system check met specifications. Although sample quality was addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.